Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including date of primary surgery, operative notes, x-rays, patient details, patient medical history and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision of the ecima liner and ceramic head due to dislocation.

Manufacturer narrative:
Per 3737 - final report. Additional information, including x-rays, operative notes, experience of any trauma prior ot the dislocation and an update on the patient post revision were requested in order to progress with the investigation of this event. However, it was confirmed that the patient is 60 years old and couldn't report any details of how the dislocation occurred. She has some issues associated with dementia. Additionally, even if the x-rays were not communicated, the reporter indicated in the report that the components looked to be well placed on the x-ray, there is no sign of loosening on it. The explanted devices cannnot be returned for examination. The appropriate device details were provided and the the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. Based on available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and ceramic head due to dislocation.